Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain / pain / cramping") in a 27-year-old female patient who had essure (batch no. 710399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Previously administered products included for an unreported indication: mirena from 2008 to (B)(6)2018. Concurrent conditions included overweight, tendonitis since 2012 and vaginal irritation. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2009 for birth control as well as azithromycin since 2013, cefalexin (keflex) since 2013, clindamycin hydrochloride (cleocin) since 2013, clindamycin since 2013, codeine since 2013, docusate sodium since 2016, fluocinonide (lidex) since 2013, ibuprofen (motrin) since 2013, ibuprofen since 2009, lidocaine since 2013, ondansetron (zofran) since 2016, panadeine co (tylenol #3) since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced irritability ("hormonal changes : irritability"). On (B)(6) 2011, 2 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / intercourse pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced menorrhagia ("prolonged / heavy menstruation / abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular / abnormal menstruation"), abdominal distension ("bloating"), headache ("headache"), migraine ("migraine"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral laparoscopic salpingectomy to remove device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, weight increased and alopecia had not resolved, the abdominal pain, fatigue, arthralgia, menstruation irregular, menorrhagia, abdominal distension, headache, migraine, irritability and vaginal discharge outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dyspareunia, fatigue, female sexual dysfunction, headache, irritability, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of product technical complain. On 26-jun-2018: pfs received. Concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain / pain / cramping") in a 27-year-old female patient who had essure (batch no. 710399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to (B)(6) 2018. Concurrent conditions included overweight and tendonitis since 2012. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2009 for birth control as well as cefalexin (keflex) since 2013, clindamycin hydrochloride (cleocin) since 2013, codeine since 2013, docusate sodium since 2016, fluocinonide (lidex) since 2013, ibuprofen (motrin) since 2013, ibuprofen since 2009, lidocaine since 2013, ondansetron (zofran) since 2016 and panadeine co (tylenol #3) since 2013. On (B)(6) 2009, the patient had essure inserted. In november 2009, the patient experienced irritability ("hormonal changes : irritability"). On (B)(6) 2011, 2 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / intercourse pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced menorrhagia ("prolonged / heavy menstruation / abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular / abnormal menstruation"), abdominal distension ("bloating"), headache ("headache"), migraine ("migraine"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral laparoscopic salpingectomy to remove device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, weight increased and alopecia had not resolved, the abdominal pain, fatigue, arthralgia, menstruation irregular, menorrhagia, abdominal distension, headache, migraine, irritability and vaginal discharge outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dyspareunia, fatigue, female sexual dysfunction, headache, irritability, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, patient concomitant condition added, concomitant and historical drug added, lot number received, added as :- vaginal haemorrhage, urinary tract infection, female sexual dysfunction, pelvic pain, weight increased, alopecia. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain and cramping. A bilateral laparoscopic salpingectomy was performed to remove micro-inserts around 5 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / pain / cramping") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular / abnormal menstruation"), menorrhagia ("prolonged / heavy menstruation"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), headache ("headache"), migraine ("migraine"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral laparoscopic salpingectomy to remove device on (B)(6) 2015). Essure was withdrawn. At the time of the report, the abdominal pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dyspareunia, abdominal distension, headache, migraine, hormone level abnormal and vaginal discharge outcome was unknown. The reporter considered abdominal pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dyspareunia, abdominal distension, headache, migraine, hormone level abnormal and vaginal discharge to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain and cramping. A bilateral laparoscopic salpingectomy was performed to remove micro-inserts around 5 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.